Event description:
Tracheostomy tube was inserted in pt on (B) (6) 2010 and had to be replaced on (B) (6) 2010 because, the cuff would not hold air. Shiley # 6 lpc, (B) (4). Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: ventilator support airway.